Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump would not hold time and date corrections after a routine battery change. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because of the allegation that the time/date setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012with the following findings: during investigation, the date was set to (B)(6) 2012 and reset to (B)(6) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(6) 2012. A software issue was found to be the cause of the reported date issue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.